Event description:
The post market clinical team has conducted a follow-up report on ¿a retrospective data collection of the treatment of tibia fractures with the t2 alpha tibia nailing system¿. The study was conducted at ¿(B)(6) germany'. The report is associated with the stryker ¿t2 alpha tibia nailing system¿ and includes an analysis of the clinical data that was collected on 22 patients. The cases in the study range from may 2019 and june 2021. The report indicates one (1) patient experienced non-union, which required removal of nail. The report states, ¿a 30-year-old caucasian male was treated with t2 alpha tibia nail for an open tibia fracture. 10 months later non-union was diagnosed and the nail was removed. A new t2 alpha tibia nail was inserted. Follow-up is not available¿.

Manufacturer narrative:
This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged event of nonunion, which required revision, could not be confirmed since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient medical history, the event circumstances, radiographs and the involved device(s) must be available in order to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.